Event description:
Filter placed in 1994 - attempted removal 2016. The filter had caused migration, internal bleeding, sepsis, infiltration into duodenum 3 different punctures, head of filter embedded in renal vein, less than 5mm adjacent to spine (could not remove due to location was sewing into place) less than 5mm adjacent to aorta, leg ulcers, 9 different dvt's, swelling in lower extremities, vein valve failure. The filter was not even in the inferior vena cava when surgeons tried to remove. In and out of the ICU, emergency room over the course of 10 years, have received over 18 units of blood and over 10 units of plasma. Tried to remove on (B)(6) 2016 with only 5 tiny pieces retrievable.